Manufacturer narrative:
Visual evaluation of the returned device found that the device had been cut (probably cut by the customer with an unknown instrument) at 3.5cm from the distal end approximately. Moreover, the tube was found torn 1cm at 2cm from distal end approximately. The bolster was not detached. It was noted that the condition of the returned unit was not consistent with the complaint incident that the internal bolster detached/separated. It is possible that due to anatomical and/or procedural factors encountered post the procedure or due to some handling aspect, the tube got torn. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2017 according to the complainant, post procedure, it was noticed that the fistula was moist and was not formed properly. A crack was found near the external bolster. During the replacement procedure (the replacement procedure date is unknown), the internal bolster detached. The procedure was completed with a different device. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2017. According to the complainant, post procedure, it was noticed that the fistula was moist and was not formed properly. A crack was found near the external bolster. During the replacement procedure (the replacement procedure date is unknown), the internal bolster detached. The procedure was completed with a different device. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.